Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the pump did not recognize the monojet 12ml prefilled saline flush syringe was not determined because no product or device logs were returned. The customer did report the issue was due to the syringe type having been removed from the drug library. The reported issue that the pump did not recognize the monojet 12ml prefilled saline flush syringe could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. Device was not returned to manufacturing facility.

Event description:
It is reported by the nicu that a syringe pump was infusing omegaven over 12 hours on an infant patient. At completion of infusion, flush was hung to clear tubing. Pump did not recognize monojet 12ml prefilled saline flush syringe. The pump was powered on and off. Flush changed with same issue. Attempted to use new syringe pump with same issue. Clinical nurse specialist (cns) was called to bedside. Eventually, cns was able to manually select monoject 12 ml syringe. Customer confirmed that the syringe was not recognized because they have been removed from the drug library. Although the customer reported there was a delay in receiving the medication, there were no adverse effects caused to the patient.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It is reported by the nicu that a syringe pump was infusing omegaven over 12 hours on an infant patient. At completion of infusion, flush was hung to clear tubing. Pump did not recognize monojet 12ml prefilled saline flush syringe. The pump was powered on and off. Flush changed with same issue. Attempted to use new syringe pump with same issue. Clinical nurse specialist (cns) was called to bedside. Eventually, cns was able to manually select monoject 12 ml syringe. Customer confirmed that the syringe was not recognized because they have been removed from the drug library. Although the customer reported there was a delay in receiving the medication, there were no adverse effects caused to the patient.